Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if automated peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if automated peritoneal dialysis therapy was being performed with a baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. The cause of death was reported to be heart failure and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.